Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra meter was displaying an error (unknown) message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. On (B)(6) 2013 at 10:00 a.m., the patient reported developing symptoms of ¿cold and sweaty¿. The patient stated she immediately tried to test her blood glucose with the subject meter but could not due to the alleged issue. The patient manages her diabetes with insulin (humalin, 12 units during the day, 6 units at night; regular, self adjuster). The patient stated she self treated with glucose tablets and a drink and confirmed she felt better, 30 minutes afterwards. During the follow-up call, the patient stated, she last tested with the subject meter, ¿2-3 days¿ prior to the onset of the symptoms. The patient does not recall the result obtained at that time; however, she stated, it was ¿below her normal range¿. The patient stated she took a glucose tablet and had a drink in response to the result obtained at the time. During troubleshooting, the customer care advocate (cca) discovered that the test strips the patient had been using were expired. The cca also noted that the patient was using the incorrect test process and inserting the test strip into the meter with the blood sample already applied to it. Replacement products were still sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.